Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the green stripe tubing had popped off of the upper sheath coil port. This tubing connects the sheath restrictor coil to valve vl46a via fitting 19. The fse replaced the tubing to the upper sheath coil port to resolve the leak and the sheath tank not full errors. The failure mode was related to disconnected tubing from the sheath coil port to vl46a. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that while replacing the diluent reagent on the coulter lh 780 hematology analyzer, the customer noticed a leak from tubing at valve (pv46a) onto the counter. The volume was reported as unknown and the leak was not contained within the instrument. The customer also reported they were getting sheath tank not full errors at the time the leak was discovered. The customer also reported they had the instrument's front door open to troubleshoot the sheath tank not empty errors and the operator was sprayed on the neck and the side of the face when the leak occurred. The operator rinsed and cleaned off her face and glasses, and did not seek medical attention for the exposure. The operator was wearing a laboratory coat, gloves and glasses at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. Patient results were not affected in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The instrument was powered off until service was provided.